Event description:
It was reported that 3 bd alaris pump module smartsite infusion set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: caller states they use the alaris tubing set 2420-0007. They were administering acyclovir through this tubing. Caller states they noticed precipitate in the tubing, specifically where the tubing set goes into the alaris pump. This was after the nurse administered the medication and the tubing sat so that they could use the tubing for the next administration of the same medication. This is the third time they have had this happen recently. Caller is asking for the material of the tubing. Caller did state the acyclovir is recommended to be infused with pvc free tubing. Caller asking if there have been any changes to the tubing set. Caller provided lot number 2215469.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22115469 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 3 bd alaris pump module smartsite infusion set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: caller states they use the alaris tubing set 2420-0007. They were administering acyclovir through this tubing. Caller states they noticed precipitate in the tubing, specifically where the tubing set goes into the alaris pump. This was after the nurse administered the medication and the tubing sat so that they could use the tubing for the next administration of the same medication. This is the third time they have had this happen recently. Caller is asking for the material of the tubing. Caller did state the acyclovir is recommended to be infused with pvc free tubing. Caller asking if there have been any changes to the tubing set. Caller provided lot number 2215469